Event description:
A physician reported a pt who was tested on 05 june 1997 and 18 june 1997. She was treated into wrinkles on 09 july 1997. On 18 july 1997, the pt developed red cord-like lines, swelling, itching, and pain at the test and treatment sites. On 10 september 1997 there was no swelling but clear marks of redness. The physician diagnosed a hypersensitivity and prescribed injections of corticoid & application of corticoid cream.